Event description:
It was reported that the customer experienced a blood glucose (bg) level of 360 mg/dl, with moderate ketones. Customer "drank water and moved around the house" and went to the emergency room to address bg level. Customer was subsequently hospitalized. Customer was treated with intravenous fluids of saline and insulin and was released from the hospital the same day, (B)(6) 2025 with the issue resolved and no permanent damage.